Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2015 a customer reported that her adc glucose meter did not turn on with the button or test strip. The customer did not know the date when the product problem occurred and stated "it was years ago". As a result of the meter not working, the customer reported on an unknown date "years ago", she felt "shaky and nervous" and attempted to self-treat with apple juice. She then self-presented to a hospital where she was reportedly diagnosed with hyperglycemia and treated with oral metformin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adverse event product problem on the initial report filed was inadvertently left unselected. Adverse event has been updated to reflect the correction.